Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device is alarming with a red screen stating ventilator inoperative when it is powered on. There was no harm or injury reported. The device was not in patient use. During a preliminary evaluation the technician attempted to reinstall the software on it v 1.06.10.00 which did work but the vent still powered on into the same state. The device was further evaluated and the reported red screen and 'vent inoperative' was confirmed. The device's system board was replaced to resolve the issue. Additionally, the software was updated to v.1.06.10.00. The event logs were then downloaded. Upon performance verification testing the device failed the ambient light sensor test. The device's front cover was replaced, to resolve the issue with the ambient light sensor. The performance verification passed, and the system meets the specification for the performed service and is returned to use.

Event description:
The manufacturer received information alleging a trilogy ev300 device is alarming with a red screen stating ventilator inoperative when it is powered on. There was no harm or injury reported. The device was not in patient use. During a preliminary evaluation the technician attempted to reinstall the software on it v 1.06.10.00 which did work but the vent still powered on into the same state. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.